Event description:
The customer reported that the probe was leaking on a coulter act series analyzer. The leak was not contained within the instrument and a drop of fluid landed on the counter. Customer attempted troubleshooting of the issue generated instrument fatal errors and caused the instrument display to blank out upon subsequent start-up. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat and gloves. There was no exposure to healthcare worker's uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No samples were affected by this event no death or injury was associated with this event. There was an exposure plan in place at the facility and the material safety data sheets were reviewed.

Manufacturer narrative:
Service was dispatched to the site to address this event. The field service engineer (fse) replaced the probe wipe, sample syringe and check valves to resolve the issue. The fse also replaced the display that went blank during troubleshooting. A slight adjustment was made to the calibration factors. Upon completion of the necessary repairs, the instrument was returned back into operation. This event is attributed to deficiencies with the probe wipe, sample syringe, and check valves that were changed during instrument servicing. No discrepant results were generated for this event however these failures may cause erroneous patient results to be generated upon recur. (B)(4).